Event description:
It was reported the patient presented in the emergency room due to syncope and atrial fibrillation with tachy-brady syndrome. Upon interrogation, it was discovered the right ventricular lead exhibited high capture threshold and oversensed noise, which triggered pacing inhibition. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.